Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified wear abrasion, deformation and fold creases. A weight test of the device was verified and the device was within specification. Cloudy and bubbles after autoclave disinfection process in the gel. Based on the device analysis the final assessment is no issues found related with the manufacturing.

Event description:
Patient reported concern with textured implant.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side capsular contracture baker grade iii.

Event description:
Patient reported right side "is there any compensation if I decide to have them removed?" Healthcare professional additionally reported a right side capsular contracture baker grade iii. Device has been explanted.